Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Incident description: the insert was unable to stay on the clamp. When visually inspected the attachment buttons were only slightly raised. Type of intervention: additional a0801 was used. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant?s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the root cause of the event. However, based on the description of the event, it is likely that the reported event was caused by a combination of the injection molding process and the non-applied clamp that was used during the procedure. The probability and criticality of harm resulting from this failure mode have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical is currently researching possible process and inspection enhancements intended to further minimize the potential for this type of event to occur.